Manufacturer narrative:
Additional information was received on 08-apr-2024. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. Ngen generator automatically sets appropriate irrigation flow according with the temperature. The duration of ablation was not greater than 60 seconds. Contact force was around 10-15g. Irrigation rate used outside of those prescribed was at 90w: 8ml/min. In addition, provided the concomitant system information for the pump of ngen pump, japan configuration / d139704. In the 3500a initial, reported unk pump. Therefore, updated the d10. Concomitant medical products and therapy dates section. The investigation was completed on 16-apr-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31161646l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a octaray mapping catheter and a char issue occurred. Char was confirmed twice. First time: the posterior wall of right pulmonary vein (rpv) was ablated at 90w from right superior pulmonary vein (rspv) to right inferior pulmonary vein (ripv) in that order. When the catheter was removed, char was found attached to the qdot micro (ablation) catheter. The char was attached around the proximal electrode. The ablation behavior was normal and the flow was automatically adjusted by ngen generator second time: after pulmonary vein isolation (pvi), roof and bottom were additionally ablated. When the catheter was removed, char was attached to the qdot micro catheter and the octaray mapping catheter. The physician commented that the octaray mapping catheter was placed in the posterior wall and was in close proximity to the qdot micro catheter when ablated. The patient was not affected, and output suppression was not very high and bullseye behavior was normal during the procedure. The procedure was completed as it was and the patient left the room as usual. The physician assessment of the health problem was non-serious (moderate/minor). The decision by the physician in charge of the health hazard and its involvement with the product was that it was causally related to the product. The physician's opinion on the relationship between the event and the product was char may be formed when ablation is performed at a specific site with 90 w. Heparin was used intraoperatively, and act was around 250-300. No abnormalities observed prior to use of the product nor observed during use of the product. Only generator used was the ngen generator. The temperature displayed on ngen or bull's eye before or without ablation was about 40 degrees celsius. Qmode+ setting --- output power 90w, target temperature 55 degrees celsius, cut off 65 degrees celsius, irrigation pre 2 sec, post 4 sec. Qmode setting --- output 50w, target temperature 45 degrees celsius, cut off 55 degrees celsius, max low flow temp 40 degrees celsius, irrigation pre 2 sec, post 4 sec. Additional information was received on 21-mar-2024. Char was on the proximal tip electrode. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature and flow on the catheter. The generator was set to temperature control mode. The patient did not exhibit any neurological symptoms since the procedure was completed. The correct catheter settings were selected on the generator. Ngen generator automatically selects correct catheter setting. The char on the ablation catheter was assessed as non MDR reportable. Char is a physical phenomenon of radio frequency (rf) energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The char on the mapping catheter ¿octaray mapping catheter¿ was assessed as MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).